Event description:
The facility reports the panel lid of the primo bath was not adequately fastened and fell into the bath tub, injuring the pt's legs.

Event description:
The facility reports the bottle on top of the bath fell onto othe pt, bruising the pt's leg.